Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem, manufacturer state (d3) in section d, suspect medical device, and device code (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient underwent an intracept procedure where the l5 lumbar vertebrae and s1 sacral vertebrae were accessed, and the targets were reached successfully. While accessing l5, the provider noted he was in the pedicle and based on imaging, it was possible he was accessing the inferior portion of the pedicle. After the procedure, the patient experienced minor weakness in their right leg. The patient elected to go to the hospital for observation due to lack of support at home. The patient was released within twenty-four hours. The patient was in good health and did not have any further issues. The devices were discarded by the medical facility.

Event description:
It was reported that the patient underwent an intracept procedure where the l5 lumbar vertebrae and s1 sacral vertebrae were accessed, and the targets were reached successfully. While accessing l5, the provider noted he was in the pedicle and based on imaging, it was possible he was accessing the inferior portion of the pedicle. After the procedure, the patient experienced minor weakness in their right leg. The patient elected to go to the hospital for observation due to lack of support at home. The patient was released within twenty-four hours. It was noted by the provider that the patient has some psychiatric issues, but the patient has recovered. The physician assessed that the patients nerve may have been aggravated during the procedure. The patient was in good health and did not have any further issues. The devices were discarded by the medical facility.